Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. With the information collected during the investigation, there is enough evidence to support that device serial number 22236685 was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The event of "infection - late onset" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan did not submit this MDR within 30 days of becoming aware.

Event description:
Healthcare professional reported "infection" against right device. The device has been explanted.